Manufacturer narrative:
No report of patient involvement. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a ventilator failure. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. However, the error log reported: drive o2 gas lost and o2 press low. The pipeline pressure transducer was replaced to resolve this issue.